Event description:
It was reported that a male patient underwent surgery in the fall 2007 with posterior instrumentation at l3-s1, interbody devices at l4-s1, rhbmp-2/acs, and anterior plate. It was reported that x-rays taken approximately 3 months post-op in early 2008 revealed a broken rod at l3-4. No revision surgery has been reported.

Manufacturer narrative:
The device was not returned to medtronic for evaluation. Unable to determine the cause of the event.